Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2015-00731 to provide device evaluation results. Olympus performed further investigation for the subject device, but the phenomenon was not reproduced. Olympus could not determine the cause of this phenomenon conclusively. Olympus attributed the cause of this issue to the assumption that the parts on the circuit board in the subject device, which processed image output, might not work well temporarily for some reason. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The subject device was returned to olympus for investigation. Olympus investigated the subject device but the reported phenomenon was not reproduced so far. Olympus also checked the manufacturing history of the subject device, and there was no irregularity found. The issue is under investigation, so olympus will submit a supplemental MDR report after the cause of this phenomenon is determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the monitor image disappeared during transurethral ureterolithotripsy. The facility completed the procedure to replace the subject otv-s7pro to another device. There was no report of patient's injury in this event.